Event description:
It was reported that approximately 175 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, grossly loose femur, tibial insert, tibia, patella, broken poly locking screw, massive bone loss in the femur and tibia, marked bone loss in the patella, advanced wear and oxidation on tibial insert and patella. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.